Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and an underwater air flow test were performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-22 alarm. No additional information is available.